Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A batch review was performed with no issues noted. The home patient (hp) said there was a cut in the set. A root cause was not identified due to insufficient information. Similar reports have been received by baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a reported reload set alarm and a power failure, the home patient (hp) stated that she got the cassette out of the machine and it was leaking. The technical service representative (tsr) advised the hp to clean the area. The hp stated the cassette appeared to be cut by the oval. The tsr recommended that the hp contact the nurse regarding the incident. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow up report will be submitted once additional information becomes available.